Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Event description:
The external pulse generator was returned as a result of having been dropped and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm that the generator had been dropped. It did confirm that the upper and lower cases, battery drawer, ring cover and lead flex cover were broken, that the battery release was damaged, both bail covers, both bails and one case screw were misisng, the battery contacts were compressed, the keyboard was scratched and the battery flex was corroded. (B)(4)